Manufacturer narrative:
--

Manufacturer narrative:
As of this report, the pacemaker remains in service. Should additional information become available, this event would be updated as necessary.

Event description:
The sr was contacted and confirmed the origin of the sycnope was still undetermined. The sr did note the pacemaker was functioning normally. The plan was to put the patient on a holter monitor and schedule out patient treatment.

Event description:
Boston scientific crm received information that this sales representative (sr) called technical services (ts) inquiring about longevity for this pacemaker that was implanted 12 years ago. The device voltage shows 4.7v which puts the battery indicator between beginning of life (bol) and elective replacement near (ern), thus more than 3 to 6 months remaining. The sr reported that this patient was syncopal. There were 14 ventricular high rate episodes observed at greater than 140 bpm. Ts confirmed there were no stored electrograms and no magnet triggered electrograms available. Based on recent lead measurements, the lead appears to be intact. Ts discussed the possible causes of syncope, however at this point the origin has not been determined.